Event description:
A discordant hbs result was obtained on a pt sample. The result was reported to the physician. The sample was repeated twice on the same analyzer and the results were different from the original. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a results of the discrepant results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discrepant results were due to a faulty base bump. The instrument has been repaired. The instrument is performing within specifications. No further eval of the device is required.